Manufacturer narrative:
Corrected event was updated to reflect the correct information. Internal complaint number: (B)(4). Autonumber : # (B)(4). The hp2 device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood was observed. A visual inspection was conducted. Tissue and char buildup was observed on the jaws. The heater wire was observed to be bent at the hot jaw with detachment at the tip. The wire remained in place at the base of the jaws. Sign of blood were observed on the harvesting tool handle. No other failures were observed. Based on the returned condition of the device the reported failure mode ¿material twisted/bent; wire¿ was confirmed. Specific actions for the reported failure "material twisted/bent; wire" are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. Harvester noticed heater wires became slightly dislodged from jaws of hemopro device. Heater wire came loose from jaws but the wire was still connected and did not completely fall off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. Harvester noticed heater wires became slightly dislodged from jaws of hemopro device. The wires were still connected and did not completely fall off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.